Event description:
It was reported the pt's lead had migrated 3 to 4 vertebral bodies. The pt was experiencing stimulation in the wrong location. The pt had been made aware of on/off options for the device. Troubleshooting was being considered. Additional info has been requested.

Manufacturer narrative:
It is unk which lead was involved in the event.